Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the device is not available for evaluation as it remains implanted in the patient. There was no allegation or indication a device malfunction contributed to this adverse event. Per the report, a pinhole perforation was found in the ascending aorta, which was considered to be likely related to the top of the valve frame. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), a 29mm sapien 3 valve was successfully implanted by transfemoral approach. The valve landed in an 80:20 aortic/ventricular position and aortogram indicated trace pvl. The delivery system was removed and the patient¿s blood pressure was immediately noted to be very low. CPR was initiated and the patient was placed on extracorporeal membrane oxygenation (ECMO). Tee showed the coronary arteries were open. The patient¿s chest was opened and free fluid was observed in the pleural space. A pinhole perforation was found in the ascending aorta, which was considered to be likely related to the top of the valve frame. The bleeding was not able to be controlled nor could circulation be keep up with ECMO. The patient expired on the operating room table. The patient¿s native annulus measured 556mm2 and stj measured 30mm on CT. The valve was deployed with 1cc less volume than nominal.

Manufacturer narrative:
Additional information was received. Bav was not performed. Per medical opinion, there were no anatomical characteristic to suggest that this patient was high risk for an ascending aortic rupture. After discussion of the case, the physicians determined that they would not have done anything differently.

Manufacturer narrative:
Reference CAPA-20-00141.